Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability. Bone defect on buccal was observed. Bone graft was placed.